Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "feeling sick" with diarrhea, flu and chills after her visit to the (B)(6) at the end of (B)(6) 2010. The patient subsequently experienced pain toward the end of her refill interval; then felt groggy right after the refills. There were no volume discrepancies noted prior to the refill on (B)(6) 2010. Volume discrepancies were noted on three occasions; the actual residual volume (arv) was less than the expected residual volume (erv): (B)(6) 2010 = 5.9 ml (erv) - 0.8 ml (arv); (B)(6) 2010 = 12.6 ml (erv) - 0.4 ml (arv); (B)(6) 2011 = 13.2 ml (erv) - 3.2 ml (arv). No other issues were noted in the logs of the pump and programming "always looked correct". The pump was previously filled with sufentanil and bupivacaine (marcaine); the pump was refilled with saline on (B)(6) 2010 and (B)(6) 2011. The hcp planned to replace the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.